Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and spine incision site. The site was swelling, stinging and pinching were noted. The physician administered pain patch and continue to let everything heal.